Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a review of the logs which confirmed the reported issue. The display was upgraded to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the display went blank and mechanical ventilation stopped during a case. The patient was switched to manual ventilation. There was no report of patient injury.